Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced all pins, e-clips, integrated multisensor technology (imt) tubings, rotary valve seal, imt sensor, 5 imt standards, salt bridge and diluent. The cse ran a dilution check and calibration, resulting acceptably. The customer repeated the affected patient sample, resulting acceptably. A cse returned to the customer's site due to low sodium results and replaced the sample syringe, sample conduit assay, sample tubing, sample probe, x seal in rotary valve, imt pump head, and x tubing. The cse also tightened the sample arm tubing collar and bleached the imt sample port and waste line. The cause of the discordant, falsely low potassium result is unknown. The instruments are performing according to specifications. No further evaluation of these devices is required.

Event description:
A discordant, falsely low potassium (k) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low k result.